Manufacturer narrative:
The unit accepted a monojet 60cc syringe as a monoject 35cc syringe and infused as such due to the size calibration being out of specification. This would effect delivery values. There was no evidence of damage or contamination observed that would have contributed to the drift in calibration. Medex was able to confirm the issue and determine a cause. This issue is being monitored for trend. The unit will be repaired and returned to the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the pump was not infusing the correct amount. There was no pt injury or treatment associated with this event.